Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and repair of cystocele grade 2 to 3 and anterior vagina prolapse and mesh was implanted. It was reported that the procedure was anterior colporrhaphy with insertion of mesh, vaginal extraperitoneal colpopexy and transobturator sling. It was reported on (B)(6) 2008 repair of mesh due to chronic pain relative to mesh exposure and planned procedure with revision of mesh. The patient had good results from that surgery ((B)(6) 2006) as far as correction of the pelvic floor defect. The problem has been that the patient is having problems with sexual activity since the time of surgery. The patient is experiencing excruciatingly painful intercourse and this is affecting her marriage and activities of daily living. It is reported the patient has been treated for vulvar vestibulitis with lidocaine, has also been treated with trigger-point injection in the office. During the pelvic exam: vagina tenderness anterior on the right at the sling and tenderness along the edge of the mesh at the apex. Again this is at the upper mesh arm, the mesh itself appears to be nontender. There is no evidence of erosion, there is good anterior and apical support. Report of operation: mesh erosion on the right from sling and constriction and chronic pelvic pain from banding from the superior portion of the anterior mesh. Removed from vagina 2.6x2.0x0.5cm mesh. It was reported that the patient began experiencing problems that relate to the defective mesh product that was implanted within several months after surgery. Pain, dyspareunia, recurrence and worsening of incontinence, urinary problems, infections and erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.